Manufacturer narrative:
The device was returned for analysis and confirmed the reported problem: the computer stopped at the medtronic splash screen and didn't advance to the stealth home screen. After four attempts was able to enter the stealth home screen. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when booting up the system, the representative got the "medtronic further together" screen and then the login screen looked normal. However, when she logged into the software, she stated that she saw the "further together" screen and it kicked her back to the login screen. The representative stated it typically took about 5 attempts of logging in before the system got into the application. The software was uninstalled and reinstalled but did not resolve the issue. The representative stated that when replacing the "aio", she received a black screen with a blue box requesting a password. Technical service had her entered the password into the system and in the boot screen for boot 1, it displayed hard-disk. Technical service had her reboot the system and changed outlets with no change. There was no patient present.